Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked blood on 10 occasions during use. The following information was provided by the initial reporter: material no: (B)(6)batch no: 0051690 it was reported that the needles are dull having trouble puncturing skin. It was also reported that the blood control valve is allowing blood to flow.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte autoguard shielded IV catheter leaked blood on 10 occasions during use. The following information was provided by the initial reporter: material no: (B)(4), batch no: 0051690. It was reported that the needles are dull having trouble puncturing skin. It was also reported that the blood control valve is allowing blood to flow.